Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a drop of two years in battery within six months. It was noted that the patient was in chronic atrial fibrillation (af). Engineering analysis revealed that the high atrial rate sensing is causing the higher than normal power consumption. Boston scientific technical services (ts) advised possible reprogramming options to con